Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis revealed no anomalies. Concomitant products: 6947 implantable defibrillation lead 2010 (B)(6); 5076 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) in less than three years due to high left ventricular (lv) lead output. The lv lead dislodged and had high thresholds. The device was explanted and replaced. The lv lead was removed and disposed of by the hospital. No patient complications have been reported as a result of this event.